Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported tubing got detached at the quick release. The patient observed insulin out of the tubing within 10-24 hours after changing the set. The patient had this issue with four sets. No further information available.